Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was broken and that the ins recharger (insr) screen was blank/not powering on. The patient last felt stim in (B)(6) and their device stopped working sometime in (B)(6) of 2017. The patient reported that at the end of (B)(6) the ins was not accepting a charge. The patient noted that they were in pain and did not realize how well the device helped until it stopped working. The patient programmer was unable to communicate with the ins and it was reviewed that it might be in overdischarge. The patient was advised to follow-up with their hcp.